Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The inspection revealed that some components of the electronic module had been damaged, which prevented voltage supply from the battery to the electronic module, thus leading to the clinical observation. The battery showed no anomalies. The characteristics of the observed damages indicate that these were caused by an MRI scan without previous activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damages of the electronic module and does not represent a device malfunction. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that the device was explanted as it could not be interrogated.